Manufacturer narrative:
Date sent: 12/09/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an upper right lobectomy procedure, the surgeon inserted the stapler for the first time into the pt and when the stapler was opened, the reload popped out. The surgeon removed the stapler and the nurse reloaded it a second time with the same reload. The reload popped out again. The reload was discarded and a new one was opened. The second reload popped out also. A new instrument was opened to complete the procedure. There were no adverse consequences to the pt.